Event description:
It was reported that patient had frequent ipg charging. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was not returned.